Event description:
Procedure type: wedge resection. According to the reporter: the first firing completed without problem. The surgeon loaded the second cartridge. He/she articulated the cartridge, it turned back to straight position by itself. The surgeon changed the battery to reset the device, the same incident occurred. Procedure was completed with another device without further incident. No patient harm. There was no unanticipated tissue loss. There was no tissue damage. There was no bleeding reported in excess of 500cc. The case was not extended by more than 30 minutes.

Manufacturer narrative:
(B)(4).